Event description:
It was reported that the insulin pump alarmed no delivery during the basal and bolus procedures. The caller did not know the blood glucose reading. The caller stated that the issue had started about 3 weeks prior. The caller stated that the insulin pump alarmed no delivery excessively and that the user had discontinued use of the insulin pump for 1 week as a result. The caller declined to return the infusion set and reservoir for analysis. She advised that she would monitor the device and call back if the issue recurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.